Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for investigation. Power was applied to the generator and a successful power on self-test was observed. Once initialized, the unit displayed the standard system default values for this software version. The system logs from the reported event date were reviewed which confirmed a successful lesion process. No temperature or open circuit error messages were reproduced during the evaluation period. Based on the information provided to abbott and the investigation performed, the root cause of the reported issues and subsequent cancellation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
During a 3 probe rf ablation procedure, the generator was making a buzzing sound. The ablation was ceased was and impedance was normal. Ablation was again started but an error indicating high temperature displayed. Ablation was immediately stopped and attempted again. An open circuit error then displayed before disappearing. Two probes were used and impedance displayed as normal. Ablation was again started, but the buzzing sound was again heard and a high temperature reading displayed. Ports one and two both encountered this issue. The procedure was cancelled with no patient consequences.